Manufacturer narrative:
(B)(4). Age or date of date of birth: field entry does not represent the date of birth of the patient and should be read as ¿no information. (B)(4).

Event description:
It was reported that missing values for at least 30 minutes occurred. Data was evaluated and the allegation was [not confirmed/undetermined]. The probable cause could not be determined (as the allegation was not found). In addition, [reportable issue] was found in connection to the reported allegation. The reported event of missing values of unknown duration is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.